Manufacturer narrative:
Batch review performed on 28 june 2016. (B)(4). Not yet received.

Event description:
During surgery, when the surgeon was screwing a screw in with a screwdriver, the tip of the screwdriver broke off into the screw. No pieces fell into the patient. The surgeon removed the screw containing the screwdriver tip and used another screw. The surgery was completed successfully. X-rays are not available. The broken screwdriver and the screw with the screwdriver tip are being sent to medacta international.

Manufacturer narrative:
On 22 august 2016 the r&d project manager analysed the returned instrument and commented as follows: the tip of the screwdriver broke by torsion, and the bit remained stuck into the screw recess. Due to the design of the must pedicle screw (dual lead thread, pitch 6 and no self tapping flutes) it is recommended to use the bone tap before inserting a large diameter screw (>7mm) and in every case of hard bone (as reported in the surgical technique). The related risk is the impossibility to complete the surgery due to failure of the driver. A second screwdriver is always included in the set (same reference or equivalent), and another "simple" driver or equivalent is also included. On 25 august 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same day the report was sent to the initial reporter and the case was closed.